Event description:
During the procedure, the physician used a wilson-cook tri-clip endoscopic clipping device. During use, the clip detached from the clip deployment device. The user facility was unable to provide info on whether the clip detached in the open or closed position. A retrieval of the endoscopic clip was not made. No injury to the pt was reported.